Event description:
It was reported that during the placement of a flexima drainage catheter, a suture break occurred. The anatomy location was the liver. The physician inserted the catheter in the liver and it was noted that "the pigtail suture snagged on the stent." An unspecified intervention was performed to remove a broken suture from the patient's body. The procedure was successfully completed. Patient condition listed as "fine."

Manufacturer narrative:
Device evaluated by manufacture: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).